Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. System operates as intended. (B) (4).

Event description:
Customer reported the right monitor is blank. No pt injury was reported.